Event description:
Device malfunction: breakage of device. Time of malfunction: during procedure. Symptoms/ ae: foreign body removal. It was reported that during a right internal carotid artery stenting procedure, after placement of the stent, the tip of the stent delivery device broke off. The stent delivery system became hung up on either the stent or the heavily calcified treatment area causing the tip of break off. The tip was caught in the embolic protection device and was retrieved when the emboshield embolic protection device was recovered. There were no adverse patient sequelae reported. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The device is expected to be returned for evaluation. It has not yet been received.